Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-04359. It was reported the patient had lead migration during an ipg pocket revision. During the procedure, the original leads were re-positioned back into place. Effective therapy was restored following the procedure and the issue is resolved.